Event description:
It was reported that when the device was used during a low anterior resection, the staples were not completely formed. The anastomosis had to be hand sewn to complete the case. There was no further consequence to the pt.